Event description:
The patient's duracon knee was revised for unknown reasons. The sales rep was only present for part of the surgery and does not have any further surgical details.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown femur. The following other devices were also listed in this report: insert; cat# unknown; lot# unknown. Tibia; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.